Manufacturer narrative:
The reported overinfusion could not be confirmed. Two pcu event logs were provided for investigation, however based on the events in the logs, each pcu was determined to not be the pcu in use at the time of the reported event. No devices received, log review only.

Event description:
The customer reported that alteplase was intended to infuse over 6 hours but completed in 1 hour with the patient sustaining an intracranial bleed. Heparin 25,000 units/250ml was programmed to infuse at 5ml/hr in the ed. The patient was taken to evor for ekos catheter placement. At 1133, alteplase 6mg/120ml at 20ml/hr (1 mg/hr) and 0.5 ns at 50 ml/hr were programmed to infuse via the ekos catheter and the patient was transferred to ccu. At noon, a new bag of alteplase was documented to infuse at 20ml/hr. This bag was not scanned as the scanner was broken. The patient was treated with fentanyl twice for new onset of 7-8/10 headache pain and normal saline was given at 100 ¿ 120 ml/hr peripherally. At 1324, a new bag of alteplase was documented. At 1344 the ptt result was 89.3. The patient had multiple episodes of bloody emesis which continued after phenergan and zofran were given and the alteplase was stopped. The patient had significant neurological deterioration from the previous day including drowsiness, responsive to voice, and oriented x 1. Vital signs included pulse 90, respirations 26, bp 163/133 to 160/81, and 93% oxygen saturation. At 1830 a protonix drip and a gi consult were ordered. A fibrinogen level was reported as critical at 90. The patient¿s pupils were later noted to have a leftward gaze and sluggish response. A CT scan showed a large brain bleed. The patient was intubated and transferred to neuro ICU. No information was provided regarding the patient¿s long term outcome.